Event description:
This rv lead was implanted on (B)(6) 2018 and remains implanted at this time. A call was placed to technical services on 05/08/2018 stating that there was an impedance issue on this lead and patient was dizzy and feeling slim between 4v and 3.5v at .4 msec. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).